Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that the distal end leakage was found during infusion. There was patient involvement but no patient harm.